Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the left anterior descending artery. Using a 3.0mm non-bsc guide catheter and a choice guide wire, the physician pre-dilated the target lesion with a 2.0x12 apex balloon catheter. The physician implanted a 2.50x20mm promus element plus stent and post-dilated the implanted stent with a 2.75x12 nc quantum balloon catheter. The physician then advanced a 3.0x12 nc quantum balloon catheter and hit the edge of the implanted stent. The procedure was completed by inflating a 2.5x6 nc quantum balloon catheter at 20atm to re-open the damaged stent and then implanted a 3.0x8 promus element plus stent just proximal to the damaged stent. No complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).